Event description:
It was reported that the patient presented in the emergency room. The patient received multiple inappropriate shocks that were later discovered to be double counting. It was discovered that the right ventricular lead pulled back into the valve. It was sensing p-waves and r-waves but thinking it was in the ventricle and was ventricular tachycardia. The lead was explanted and replaced. The patient was in stable condition post-procedure.